Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery indicator signifying that the device is approaching the recommended replacement time (rrt). (B)(4).

Event description:
It was reported that premature battery depletion was suspected. It was further noted that the device had not yet reached the recommended replacement time (rrt) and device settings were reprogrammed. The device remains in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that there was premature battery depletion. It was further noted that the device had not yet reached the recommended replacement time (rrt) and device settings were reprogrammed. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same/similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states; however, it is the same brand family as a device marketed in the u.s. 5554 implantable pacing lead, (B)(6) 2010; 4196 implantable pacing lead, (B)(6) 2010. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.